Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A review of the certificate of compliance found that the needle set passed all the release criteria. The IFU provided with this kit states , "important: control patient movement prior to and during procedure. Squeeze trigger and apply gentle, steady pressure. Important: do not use excessive force". Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "io kit came defective which wasn't discovered until the needle was already placed into pt's bone. Once needle was drilled in and was presumed to be in correct placement, it was noted that the needle set did not come apart so that it could be attached to extension tubing, rending the IV site unusable. Needle was removed and IV access was eventually able to be obtained." No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported "io kit came defective which wasn't discovered until the needle was already placed into pt's bone. Once needle was drilled in and was presumed to be in correct placement, it was noted that the needle set did not come apart so that it could be attached to extension tubing, rending the IV site unusable. Needle was removed and IV access was eventually able to be obtained." No medical intervention required. The patient's current condition is reported as "fine".